Event description:
It was reported that was allegedly a delay in procedure due to the device not being recognized on the console. The procedure had already begun and the patient had to be stitched up and the procedure rescheduled.

Manufacturer narrative:
Manufacturer evaluation of the device did not confirm the reported event. The device was recognized by the console and was fully functional during testing. On disassembly some corrosion and wear of internal components was noted.